Event description:
It was reported that the there was no image through the device during the surgery. Procedure was completed with a back-up device. No patient injury reported.

Manufacturer narrative:
Investigator determined that there was a relationship found between the returned device and the reported incident. Complaint of live video output failure was confirmed. Cause of failure was a seating problem with the video input pcb and the video output pcb. Unit passed functional testing after the video input and output pcbs were reseated. The complaint investigation has concluded that this unit has exceeded its recommended service life limit and has succumbed to expected wear and tear. A visual inspection was performed on the product and no issue was observed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.